Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Reportedly, contact is unsure how it became damaged. The customer¿s blood glucose was not impacted. Reportedly, the customer would continue use of the current pump for therapy.